Manufacturer narrative:
Added add'l info, device was not returned for evaluation.

Event description:
The instruments were used during a laparoscopically assisted colon resection. During the initial procedure on 3/31/97, the freed colon was extracorporealized. The resection was made with tlc55, the functional end-to-end anastamosis was created with tlc75, and the anastamosis was finished with tx60g. No leaks were observed. On 4/2/97 the pt presented with s/s of sepsis. Pt was opened and bowel contents were found in abdominal cavity. Staple lines were observed to be oozing bowel contents through staple line. (Unk which staple lines were actually oozing.) Staple line hand sewed by surgeon.